Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced an inappropriate anti-tachycardia pacing (atp) burst, followed by eight inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The second shock induced ventricular fibrillation (vf); however, the fourth shock successfully converted the rhythm back to af with rvr. Subsequently, inappropriate shocks continued until therapy was exhausted, and a code 1005, indicative of an open circuit condition during shock delivery, was displayed. As a result, the physician decided to deactivate therapy and monitor the patient with a lifevest. Additionally, a gradual increase in shock impedance was observed, exceeding 125 ohms and reaching out-of-range measurements. Technical services (ts) recommended lead revision since calcification was suspected. No additional adverse patient effects were reported. This ICD remains in service. Additional information was received indicating that this ICD was explanted and replaced. No additional adverse patient effects were reported. This ICD had not been received for analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced an inappropriate anti-tachycardia pacing (atp) burst, followed by eight inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The second shock induced ventricular fibrillation (vf); however, the fourth shock successfully converted the rhythm back to af with rvr. Subsequently, inappropriate shocks continued until therapy was exhausted, and a code 1005, indicative of an open circuit condition during shock delivery, was displayed. As a result, the physician decided to deactivate therapy and monitor the patient with a lifevest. Additionally, a gradual increase in shock impedance was observed, exceeding 125 ohms and reaching out-of-range measurements. Technical services (ts) recommended lead revision since calcification was suspected. No additional adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced an inappropriate anti-tachycardia pacing (atp) burst, followed by eight inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The second shock induced ventricular fibrillation (vf); however, the fourth shock successfully converted the rhythm back to af with rvr. Subsequently, inappropriate shocks continued until therapy was exhausted, and a code 1005, indicative of an open circuit condition during shock delivery, was displayed. As a result, the physician decided to deactivate therapy and monitor the patient with a lifevest. Additionally, a gradual increase in shock impedance was observed, exceeding 125 ohms and reaching out-of-range measurements. Technical services (ts) recommended lead revision since calcification was suspected. No additional adverse patient effects were reported. This ICD remains in service. Additional information was received indicating that this ICD was explanted and replaced. No additional adverse patient effects were reported. This ICD had been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.